Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation 29may2020. An investigation was conducted on 10jun2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The connectors on both ends were observed to be intact. No visual defects were observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh tool produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. Based on the returned condition of the device and the results of the evaluation, the reported failure "electrical issue" was not confirmed. This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable failed to deliver energy to the vasoview hemopro 2. They stated the cauterization device timed out as expected if it heats up too much. They said they allowed the device to cool down for a minute or more and the product would not cut/cauterize for more than 2-3 seconds before shutting down. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable failed to deliver energy to the vasoview hemopro 2. They stated the cauterization device timed out as expected if it heats up too much. They said they allowed the device to cool down for a minute or more and the product would not cut/cauterize for more than 2-3 seconds before shutting down. A replacement device was used to complete the procedure. The hospital did not report any patient effects.